Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had lens blur. The issue was identified during device inspection before for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6 and h11 the device was returned to olympus for inspection and the reported failure was not confirmed. However, device evaluation found a white screen with no image that appeared on the monitor. A definitive root cause of the reported failure could not be identified. The most probable cause of the observed finding is contamination of the large lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.